Event description:
Preop diagnosis disc herniation at l4-5, possible pseudoarthrosis at l4-5, broken rod at l4-5 on right side and degenerative scoliosis. Postop diagnosis same with confirmed pseudarthrosis at l4-5. Name of operation: removal of instrumentation from l4 to s1, revision of pseudoarthrosis at l4-5, l4 to s1, instrumentation from l3 to s1 with pedicle screw fixation, bilateral posterolateral fusion from l3 to s1, with autogenous bone graft taken from right iliac crest and insertion of internal spinal fusion stimulator from l3 to s1 bilaterally. Rptr has been hospitalized requiring intervention. (Also see 1004429).